Manufacturer narrative:
Analysis found that the device was received in good condition. The device was received with the latest software version. The device was successfully tested according to service repair instructions. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported that the mainframe did not work properly after the procedure. There was no delay with the procedure. There was no patient impact.